Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge was remaining static after 52 units of insulin had been used. The customer declined to reload the cartridge and declined tandem technical support's offer to follow-up. Blood glucose was 170 mg/dl.